Manufacturer narrative:
The product was returned to the manufacturer and the device evaluation findings are not yet available. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was planned. As per reporter, x-ray images reveal the plug has disengaged between the proximal and distal pieces. Reportedly, the nail will disassociate when removed.

Manufacturer narrative:
Additional information was received that the nail did not disengaged upon removal.